Event description:
It was reported that the respiratory rate in volume control mode differed from the set values. The patient bagged and the ventilator swapped with another unit. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event but could not re-create the issue. The ventilator was put back into service with no issues. No parts were replaced. The provided ventilator logs was reviewed. Clinical alarms for respiratory rate high was generated but there was no technical error codes to indicate that there was a ventilator malfunction at the time of the event. Successful pre-use checks were performed prior and after the event. The root cause of the reported event has not been determined. H3 other text : 4117.